Event description:
A cgm error 42 was reported by the caller. There was no adverse impact to the customer's blood glucose level. Customer was advised to wait 20 minutes after the pump came out of storage mode before starting a sensor session and received guidance on pump reset from technical support, successfully starting their sensor session without encountering further errors.